Event description:
The hospital has experienced difficulty in getting adequate returned of the solution infused for diagnosis. When this happens, a cut down procedure is required. The physician believes that the device is pushing against the catheter and prevents return of the saline solution. There were no additional pt complications.